Event description:
Device 1 of 2. Reference: manufacturer report 1627487-2010-02192. The patient received her scs system on an unknown date. It was reported that the patient had developed (B)(6) and a (B)(6) infection, requiring frequent MRI tests. As a result, the entire scs system was explanted and not replaced on (B)(6) 2008. The source of the infection was not identified in the report to the manufacturer. The ipg and surgical lead were returned to the manufacturer for analysis. The lot number was not provided for the explanted lead; subsequently, a manufacture and expiration date cannot be provided. No additional information is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.